Event description:
It was reported that during a 3 level lumbar laminectomy, the tip of a cutting bur broke off and fell into the surgical site. The device fragment was large enough for the surgeon to easily locate, and manually retrieve with forceps; no fragments remain in the pt. Backup equipment was used to complete the procedure, without causing a clinically significant delay. No additional medical intervention was required, as a result of this event. There was no pt or user injury reported, and no other adverse consequences alleged.